Event description:
Caller reported that the pump battery was not charging. There was no reported impact to the customer¿s blood glucose level. Technical support attempted several troubleshooting steps, including using different charging cables and wall adapters, but the issue persisted. It was decided to replace the pump, and the customer was instructed to deplete the battery fully before returning it. The customer was informed about the pump replacement and provided with instructions for return. Additional information regarding backup therapy was not shared by the customer.